Event description:
Information was received from an healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving unknown morphine drug (1 mg/ml at 0.05 mg/day) via an implantable pump for non-malignant pain and spinal pain indications. It was reported that the patient recently presented to the clinic with reports of poorly controlled pain. Per the physician, this has been an ongoing issue since the patient's pump was implanted. At the clinic visit on (B)(6) 2022, the patient reported a slip and fall on ice approximately one month prior. A negative catheter access study was done on (B)(6) 2022. Thoracic x-ray on (B)(6) 2022 revealed appropriate positioning of intrathecal catheter at the t7 level. The patient was taken to the operation room on (B)(6) 2022 for a planned catheter revision. The patient was placed in a right lateral position. The physician started by removing the existing drug in the pain pump. The physician then refilled the drug with a reduced concentration of morphine 1 mg/ml for a 20 ml volume. They then turned the physician's attention to opening the spinal segment. After dissecting out the anchor and catheter, the spinal segment was cut and had no flow. The physician proceeded to remove the existing spinal segment. A back table prime was initiated to clear the internal tubing of the previous drug (morphine 10 mg/ml and bupivacaine 20 mg/ml). The physician was then given an 8782 spinal revision kit. The catheter was placed at the t8 level. Once the priming bolus had completed (19 minutes), a collet was used to reattach the spinal segment to the remaining pump segment. The physician then proceeded to aspirate spinal fluid from the catheter access port with ease, this also cleared any remaining old drug that was within the existing pump segment. The incisions were closed and a second priming bolus was programmed to refill the catheter and port chamber with a duration of 20 minutes. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022. Product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the catheter found a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.